Manufacturer narrative:
(B) (4). Conclusion: the absence of vf majority event log in the episode dated (B) (6) 2009 09:49 is due to a programmer software anomaly. Since there was no consequence for the pt, a correction for this anomaly is not considered as an urgent matter. The two subsequent vf majority event logs observed in the episode dated (B) (6) 2009 09:50 were explained by the sequence of user actions and reflect normal operation of the ICD in such conditions (two consecutive induction procedures and reset of the arrhythmia detection algorithm when shocks were programmed on). This behaviour complies with specs.

Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2009. During the ventricular fibrillation (vf) induction procedure, the physician reported that some inconsistencies were observed in the recorded episodes: -the two subsequent 30hz induction bursts were split into 2 separate episodes. - inadequate event logs / markers were displayed in the recorded vf episode.